Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6-french replaced with 8-french - correction. The prostar xl device was used in a mildly calcified right common femoral artery. The instructions for use, states: the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that prior to an atherectomy procedure, pre-close placement of the sutures was attempted in a mildly calcified right common femoral artery 8-french sized access site using a prostar xl device. Reportedly, during needle deployment the device was held at a 45-degree angle. When the needles were deployed, only three of the four needles were available at the hub. A needle backdown was performed, and the device was pulled back until the guide wire exit port was visible on skin level. The physician decided to use the same device because no suture was visible from of the device. The device was turned to the 11 o'clock and a good arterial marking was visible. During the second needle deployment, the device was held at a 45-degree angle and the handle was pulled deploying all four needles with suture at the hub. The sutures were cut from the needles, secured, and wrapped in wet compresses. The device was removed and the access site was upsized to 12-french. After the atherectomy procedure, the knots were formed. The operator tightened the first knot by pulling gently on the white suture as the introducer sheath was removed. When the green suture was pulled, the vessel wall was torn. As the guide wire remained in the vessel, a 14-french sheath was inserted to control bleeding. A cut-down was performed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps - the needles were reportedly backdown and deployed a second time. The prostar xl device instructions for use (IFU) state under needle deployment that if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles were not deployed, terminate deployment. Refer to the technique for needle back-down section to perform needle back-down procedure. Additionally, the IFU states under technique for needle back-down, do not attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy. It was reported that mildly calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.